Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly to the interface board. It was unable to perform the displacement test, unexpected restart error test, or verify power supply in use error alarm and audio/beep anomaly due to blank display. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has a constant tone. Mother stated that a power supply in use error alarm occurred prior to the constant tone and the screen went blank before they could clear the alarm. She had changed the battery but issue persisted. Mother mentioned that the battery cap has been replaced. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.